Event description:
It was reported the patient experienced a loss of effect, shocking, jolting, and shooting pains, down her back, where the leads were and in her left leg, which has been occuring for the past 6-7 months. There was no known accident or incident related to this event. The therapy was still being used. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was reported that the patient didn't have concerns with their device or therapy. The patient received assistance from their physician or the manufacturer's representative and their concerns were resolved.

Manufacturer narrative:
Product ID: 3888-56, lot# v154225, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-56, lot# v318042, implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6)2009, product type: extension. (B)(4).